Event description:
It was reported unspecified bd insyte¿ autoguard¿ IV catheter was missing label information. The following information was provided by the initial reporter: "no batch/expiration on the product."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter last name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that 2 bd insyte¿ autoguard¿ IV catheters were missing label information. The following information was provided by the initial reporter: no batch/expiration on the product. D.1. Medical device brand name: bd insyte¿ autoguard¿ IV catheter. D.2. Medical device manufacturer: becton dickinson industrias cirurgicas, ltda. D.4. Medical device catalog #: 38182314. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson industrias cirurgicas, ltda. G.5. PMA/510(k)#: na.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ IV catheters were missing label information. The following information was provided by the initial reporter: no batch/expiration on the product.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ IV catheters were missing label information. The following information was provided by the initial reporter: no batch/expiration on the product.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 23-jun-2022. H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and observed that the sample's packaging does not contain the batch number information and the expiration date information. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a packaging error. However, without the physical sample a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.